Manufacturer narrative:
This case was assessed as reportable to the FDA as the event vascular occlusion (vascular occlusion), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us physician and concerns a female patient. She was injected with radiesse(+), on (B)(6) 2023. A couple of syringes were used. On (B)(6) 2023 in the morning, 1 day after the radiesse(+) injection, the patient experienced that she woke up sore and blotchy with bruising. It was expected both by the patient and the physician. On (B)(6) 2023, the patient was feeling uncomfortable and tried getting in touch with the practice. The patient was not able to get ahold of anyone until (B)(6) 2023, when she came to the practice. The vascular occlusion was on the right side of her face around the inner cheek starting from the oral commissure. The outcome of the event was unknown.